Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s connector adaptor broke, leaving a fragment lodged in the chamber that prevented the insulin cartridge from being removed, and the user could not disconnect the cartridge despite guided troubleshooting; the affected component was the connector/coupler. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem characterized by failure to disconnect at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.